Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the amia cassette and transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority 30176 (max air exceeded) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during patient use for peritoneal dialysis therapy. The hp further reported that the patient line of the amia cassette was separated from the transfer set, which is known to cause this alarm. Renal therapy services reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.